Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a u9000 ultrafilter during hemodialysis therapy with an ak 98 machine. A "large pool of water" was at the base on the machine. The machine was replaced to continue therapy. During one and a half (1.5) hours of treatment, 2400ml out of 3000ml of fluid had been removed. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information provided.